Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had a hole in the hose by the muffler, failed muffler sock and spring assessment, was frozen and would not rotate. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a hole in the hose by the muffler, failed muffler sock and spring assessment, was frozen and would not rotate. Therefore, the reported condition was confirmed. It was determined that the device would not rotate due to worn out bearings. It was determined that the hole in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object, puncturing the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.